Manufacturer narrative:
The foreign matter questionnaire found that the product was cleaned , disinfected, and sterilized before it was sent it to olympus. It was known when the foreign matter was adhered to the endoscope. There was no possibility that the endoscope was used for the procedure with the foreign material attached to it. The device was returned to olympus for evaluation and the nozzle had foreign objects. The foreign material could not be specified. A review of the device history record found no deviations that could have caused or contributed to foreign material on the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the cause of remaining of the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with the instructions for use. A definitive root cause of the reported issue could not be identified. The device's instruction manual describes how to inspect for the subject event in ¿preparation and inspection, inspection of the endoscope and inspection of the endoscopic system¿ as below. "Inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Inspection of the objective lens cleaning function-inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device. The device evaluation also confirmed the customer's allegation. In addition, due to wear of the zoom lever, water tightness was lost, the adhesive on the bending section rubber had a chip due to physical stress, the adhesive on the bending section rubber had a white-clouded area, due to clogging of the nozzle, air supply volume did not meet the standard value, the universal cord had a wrinkle due to the resin becoming detached/deteriorated, due to clogging of the nozzle, water removal ability did not meet the standard value, switch four had wear due to handling, paint on the suction-cylinder was peeled due to handling, the universal cord had a scratch due to physical stress, the protector of the universal cord on the scope-connector side and control-section side had a scratch, and the plastic distal end-cover had a dent due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
An olympus employee reported the evis lucera elite gastrointestinal videoscope had air/water flow issues from the air/water flow system. Inspection and testing of the returned loaner device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The foreign matter questionnaire found that the product was cleaned , disinfected, and sterilized before it was sent it to olympus. It was known when the foreign matter was adhered to the endoscope. There was no possibility that the endoscope was used for the procedure with the foreign material attached to it.